Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device - 3 months and 8 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015 the patient's serum lactate dehydrogenase (ldh) levels were elevated at 800 u/l. Upon interrogation of the patient's system controller, elevated pump powers and estimated flow values were noted to have occurred on (B)(6) 2015. Information regarding any treatment rendered was not provided. On (B)(6) 2015, the patient presented to the emergency department complaining of lethargy and weakness, and numbness and tingling in the bilateral upper extremities. The patient's pump parameters appeared normal upon interrogation of his system controller at that time. The patient's system controller data log file was submitted to the manufacturer for evaluation and the reported power elevations on (B)(6) 2015 were confirmed. The recorded pump power values returned to the baseline range following the event and all pump parameters were within the expected ranges. The pump appeared to be operating as expected when the patient was in the ed and did not appear to have contributed to the patient's symptoms. On (B)(6) 2015 the patient suffered a hemorrhagic stroke and was readmitted to the intensive care unit. The patient reportedly passed away on (B)(6) 2015 following the stroke. No additional information was provided.

Manufacturer narrative:
Corrected information. The device was not explanted and was not returned for evaluation. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.